Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had backflow the following information was received by the initial reporter with the following verbatim: distributors complaint: we hereby notify you that, regardless of the batch, the use of the device in question often results in blood reflux from the venous catheter. As regards the aulss, 2 different reports came from both the treviso hospital and the vittorio veneto hospital. We ask, if possible, to be contacted by the specialist for a live demonstration of the problem and for any refresher training on use. At your disposal

Manufacturer narrative:
MDR (B)(4) made in error with incorrect entry grid update.

Event description:
The infusion sets do not engage correctly, the device is accidentally disconnected and there is a reflux of blood from the venous catheter. Number of pieces involved: (B)(4). ------------------------------------------------------------------------------ distributors complaint: we hereby notify you that, regardless of the batch, the use of the device in question often results in blood reflux from the venous catheter. As regards the aulss, 2 different reports came from both the (B)(6) hospital and the (B)(6) hospital. We ask, if possible, to be contacted by the specialist for a live demonstration of the problem and for any refresher training on use. At your disposal.